Manufacturer narrative:
Analysis on the returned pcba motor battery charger resulted in no failure being found through functional testing, performance testing, visual/physical examination, and usability inspection. Analysis states that bench and functional test passed. Analysis on the returned pfc board resulted in an electrical failure that was found through functional testing and visual/physical examination. Analysis states that the pfc failed bench test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pfc 1000 board needed to be replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. The rep indicated that during the case, the imaging system kept going from ready to initializing. The rep indicated that this information came from someone at the site. Rebooting was reported to have resolved the issue and the resulting delay in procedure was 5 minutes. There was no change in patient outcome as a result of the issue.